Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatments. The device was started up at 19:14:04 on (B)(6) 2024. At 02:46:55 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm transitioning to vt @ 230 bpm. At 02:47:33, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 240 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 02:51:51, an arrhythmia was detected. ECG shows vt @ 230 bpm degrading to vf with CPR/motion artifact. At 02:57:12, the patient received the second appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 03:59:42 on (B)(6) 2024.